Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, minors scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during normal use and when the blood glucose information was entered into the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 132 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.